Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. On the same day as the onset, the patient was hospitalized for the event of peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified anti-inflammatory drug for the event of peritonitis. On an unreported date, an unspecified cephalosporin was added into baxter pd solutions for night dwell for 2 weeks to treat peritonitis. The patient was discharged from the hospital twenty seven days after being admitted for the peritonitis and was recovered. Dianeal therapy was ongoing. No additional information is available.